Manufacturer narrative:
Investigation is pending.

Event description:
In 2007, during the insertion of the traxis peek, the graft broke. One piece landed on the floor. The other piece remained on the inserter. The piece was removed without injury to the patient. There was a 15 minute delay.